Event description:
Patient reported pump stopped functioning properly- last few infusions have been about 1 hour longer than normal and not "depressing plunger" to finish syringe. Patient also had concern on feeling of nodules in abdomen. They are there long after infusion - small, hard. Advised this sounds more like scar tissue. Patient will continue to rotate sites and will avoid those areas on infusion. Patient would like to go down in size of needles. No additional information or dates available. Pump serial number was not reported. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.